Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited no image during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported no image failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e315 incompatible scope connection error a root cause could not be identified. Based on the results of the investigation, it is likely corrosion on the plug unit, e315 incompatible scope connection error occurred, which led to the reported no image malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.